Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The device communicated properly with the glucose sensor simulator and glucometer. No frozen display, high/low alarm or bg meter anomaly noted.

Event description:
It was reported that the customer's sensor was reading low, but the blood glucose meter reading was higher. The blood glucose reading at time of call was 135mg/dl. The caller mentioned that the buttons were unresponsive and the device had a frozen display. Instructed the caller to remove the battery for five minutes and to insert a new battery, but the frozen display continued with no advancement of the time clock. No further information was provided.